Event description:
Went to emergency room for excessive redness in right eye. Also experienced some scratchy pain (like something in eye) and excessive watering (like I was bawling). Doctor's diagnosis was "pink eye", I was given drops. Today (2007) started moving into left eye (redness). Also experienced sensitivity to light before dr visit. Dose: daily for storage and cleaning. Dates of use: 3 years max. Diagnosis or reason for use: contact lenses. Event abated after use stopped or dose reduced: too soon. Event reappeared after reintroduction: doesn't apply.